Manufacturer narrative:
A getinge field service engineer evaluated power cord isn't retracting. Found during pm inspection via email. Parts have been ordered, service has not yet been completed. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (investigation findings, investigation conclusions, component code), h10. A getinge field service engineer evaluated the device, and fse found via email during the pm inspection that the power cord wasn't retracting. Fse confirmed the problem and stated the power cord would not reel back in. Fse removed and replaced the power cord reel, reassembled and performed a full pm per manufacture specifications. During repair, fse found the coiled cord nylon clip to be broken and replaced the nylon clip.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) power cord is not retracting. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.